Event description:
It was reported the customer was hospitalized during fall of 2014. The customer's father stated the customer was hospitalized for a strep throat and high blood glucose. Customer's father did not provide any other information about the hospitalization. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.